Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had an issue with the difference in sensor glucose and blood glucose readings. Customer's blood glucose was 130 mg/dl. Customer stated that the sensor has been stating that he is low and he has had a threshold suspend alarm. Customer reported that the sensor reading was 60 mg/dl and he knows that it was not his blood glucose reading. Troubleshooting was performed and the customer was advised to remove and replace the sensor. Customer was advised to return the sensor for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.